Event description:
It was reported that the device exhibited error code 46011. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. The event history log was unable to be downloaded due to alarm sounding constantly. Functional testing was able to replicate the reported issue; upon powerup, the device alarm was sounding off constantly. The root cause was determined to be the pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.